Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?.

Event description:
During stapling of the sigmoid with a gold gst60d reload the stapler did fire a bit, but stopped. They didn¿t get the stapler open again. Unclear how they returned the knife and opened the jaws again. Reload is still present within the stapler. They finished the procedure with a tlc75. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2022. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? : unknown. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? : unknown. Did the jaws eventually open? :unknown.